Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The device passed visual testing. The unit could power on using ac and dc power, but turned off shortly after on dc power. Audible and visual error messages were functioning as designed. The unit could only operate approximately thirty minutes before reaching the low battery threshold alarm state. The failure was isolated to the battery. A service history record reveals the unit has been in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported: "unit randomly turns on and off." No patient impact or consequences were reported.